Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a donor nephrectomy the surgeon fired over a clip then only half of the reload staples formed. There was bleeding. They reinforced with clips to complete the case with no patient consequences. When the device was removed it was discovered a clip remaining in the jaws.